Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator presented to the emergency room for an arrhythmia in which anti-tachycardia pacing and six shocks were provided. The first shock accelerated the ventricular tachycardia into ventricular fibrillation. Throughout the shocks the rhythm would terminate and reinitiate. Technical services discussed the patient's underlying atrial tachycardia and programming. The health care professional would discuss with the electrophysiologist. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator presented to the emergency room for an arrhythmia in which anti-tachycardia pacing and six shocks were provided. The first shock accelerated the ventricular tachycardia into ventricular fibrillation. Throughout the shocks the rhythm would terminate and reinitiate. Technical services discussed the patients underlying atrial tachycardia and programming. The health care professional would discuss with the electrophysiologist. The device remains in service. No adverse patient effects were reported.